Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Minute ventilation (mv) signal oversensing (8 hz ventricular noise signals) was observed on the ventricular channel in ventricular burst episodes recorded in the device memory. This issue is triggered by the detection of the 8 hz minute ventilation sensor current pulses and may have led to bradycardia. This form of noise / oversensing is likely attributed to an ventricular lead issue manifesting itself in the form of 1. A high impedance (ventricular lead integrity issue or ventricular lead connection issue) and/or 2. A high polarization at the tip of the ventricular lead. Based on available information, no anomaly is suspected with the pacemaker. Recommendations: to prevent the mv oversensing in the ventricular channel the ventricular sensitivity value could reprogrammed. Reprogramming remains physician¿s responsibility.

Event description:
Reportedly, some episodes showing mv noise oversensing on the ventricular channel were recorded in the device memory.